Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a non-vitros quality control fluid using vitros troponin I es (tropi) reagent on a vitros eciq immunodiagnostic system. The assignable cause of this event is unknown. The historical qc data was inconclusive in determining if issue was related to the vitros tropi es reagent lot. In addition, it could not be confirmed if service actions performed by an ortho field engineer mitigated an instrument issue that may have contributed to the event. The investigation could not rule out either a vitros tropi es reagent issue or an unknown instrument related issue as contributing to the event.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a non-vitros quality control sample (biorad level 1= 0.072 versus expected 0.031 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected on patient samples. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).